Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump had an open book / critical pump error after battery installation. Constant critical pump error alarm due to moisture damage on the electronic assembly. The insulin pump was also received with scratched lcd window, cracked case(battery tube) and cracked battery tube threads. No cracks on lcd window noted during visual inspection.

Event description:
It was reported that display was cracked. Blood glucose was unknown. The insulin pump will be returned for analysis.